Event description:
It was reported through the research article, ¿are the contemporary outcomes of older children with dilated cardio-myopathy supported with heartmate 3 equivalent to those of heart transplantation?¿ a retrospective, multi-center registry-based cohort study evaluated outcomes in pediatric patients aged 10¿18 years with end-stage dilated cardiomyopathy treated with the heartmate 3 (hm3) left ventricular assist device compared with orthotopic heart transplantation between 2017 and 2022. Data was obtained from the pedimacs and pediatric heart transplant society registries. Among 90 hm3 patients, survival at 12 and 36 months (censored at transplant) was 94.4%, with three reported deaths occurring within the first nine months post-implant. First-year post-implant complications in the hm3 cohort included infection, rehospitalization, stroke, and device malfunction. The study concluded that mid-term survival for hm3-supported patients was comparable to transplant recipients, supporting the use of hm3 as an alternative or bridge-to-transplant strategy in selecting pediatric patients.

Manufacturer narrative:
Section a, d: specific patient information and device serial number are documented as unknown. Details are listed in the attached abstract. Device was implanted at time of event. Section b3: date of event has been entered as: 01jan2022 as patients were implanted between 2017 and 2022. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Author information: carlo, w. F., padilla, l. A., kirklin, j., cantor, r., koehl, d., jacobs, j. P., amdani, s., chatfield, k., desai, m., vaughn, g., montgomery, c., boucek, k., gambetta, k., & morales, d. L. (2025). Are the contemporary outcomes of older children with dilated cardiomyopathy supported with heartmate 3 equivalent to those of heart transplantation? The journal of heart and lung transplantation, 44(4). Https://doi.org/10.1016/j.healun.2025.02.025 manufacturer's investigation conclusion: the reported heartmate 3 left ventricular assist systems (lvas) device malfunctions could not be confirmed based on the provided information. A specific cause for the reported device malfunctions could not be conclusively determined through this evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev d, and the heartmate 3 lvas patient handbook, rev a, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists device malfunctions as adverse events that may be associated with the use of the heartmate 3 lvas. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The serial numbers of the heartmate 3 left ventricular assist systems in use were not provided. No further information was provided. The manufacturer is closing the file on this event.